Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact for a procedure involving angioplasty of the iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured below nominal pressure. An unknown inflation device was used to inflate the balloon one time, to six atmospheres, outside of the patient¿s body. The device did not make patient contact. Another balloon was used to successfully complete the procedure, as well as another manufacturer¿s wire, unspecified amplatz wire, and unspecified catheter. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Although the customer reported that the rupture occurred prior to patient contact, biomatter was noted inside the balloon, which leaked from the proximal bond during leak testing. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. Although biological matter was found inside the returned device, it is possible that the event may have occurred during preparation/handling of the balloon during the procedure. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to patient contact for a procedure involving angioplasty of the iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured below nominal pressure. An unknown inflation device was used to inflate the balloon one time, to six atmospheres, outside of the patient¿s body. The device did not make patient contact. Another balloon was used to successfully complete the procedure, as well as another manufacturer¿s wire, unspecified amplatz wire, and unspecified catheter. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
A6: indian. E1: phone = (B)(6); postal code = (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.